Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure via femoral artery using an lifestent. During the deployment and ballooning procedure, the surgeon observed that the stent length did not match the labeled 120mm.the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample is not available. Provided x-ray images demonstrate the placed stent with poor resolution including an additional stent that reportedly has been placed to fully cover the lesion. Although a length measurement was not possible because of missing adequate scaling information regarding the appearance of the stent on x-ray was considered an indication for stent shortening. A manufacturing related issue could not be found. In this case the vessel was not tortuous/ calcified, pre dilation was not needed, but the stent was post dilated. System compatible 6fx11cm introducer with 0.035" guidewire were used for access, and the user did not experience difficulty during deployment action. Slack was removed before deployment, and the introducer was secured against moving. Based on the investigation of the provided information, the investigation is closed as confirmed for stent foreshortening. A definite root cause for the reported event could not be determined. Labelling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found described. In particular the instructions for use (IFU) state: 'prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension.' Regarding access/ accessories the IFU state: 'gain ipsilateral or contralateral femoral access utilizing an (...) 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter(...).' The IFU further state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended. G3, h6 (patient, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure in femoral artery using an lifestent. During the deployment and ballooning procedure, the surgeon observed that the stent length did not match the labeled 120mm.the procedure was completed using another device. There was no reported patient injury.